Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing as well as oversensing of noise that resulted in delivery of several inappropriate shocks over two episodes. The noise was suspected to be related to potential muscle noise. A manual setup was performed and the smartpass feature was turned on and the primary sensing vector was set to secondary. This product remains implanted and in service and monitoring will be continued. No adverse patient effects were reported.